Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the low discordant psa result is unk. No further evaluation of the device is required.

Event description:
A low negative immulite 2000 psa result was obtained on a pt sample. This results did not match the clinical picture and the sample was re-run twice, and yielded results more in line with the clinical picture. The discordant low psa result was not reported to the physician. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant low psa assay result.